Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an unidentified issue with a cartridge. Customer was unable to provide further information regarding the issues. Customer's blood glucose (bg) was 120 mg/dl. Customer changed the infusion set and cartridge to resolve the issue.